Event description:
It was reported that the zimmer electric dermatome skipped during skin harvesting. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. Upon receiving the device, the technician reported that the electric dermatome had damge to the hand piece, a malfunctioning motor and nicked control bar. The cause of the reported issue may be related to insufficient motor power. The cause of the motor failure is unknown.